Event description:
A cartridge alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer currently has no backup therapy available and plans to contact a healthcare provider; they also expressed interest in obtaining an out-of-warranty loaner pump.